Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/2/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. Corrected information: d4 UDI. Additional information: h6. H3 photo summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows three empty winding formers labeled as vcp823 inside a plastic bag. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, the event reported is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Additional information was requested, the following was obtained: - is the product available for return? If yes, please document timeline of shipment to the office. If the product is no longer available for return, please state so in your response. Yes. It will be delivered to j&j office by sept 19, 2025. - please provide the source or name of person providing answers to follow-up questions: (B)(4) or head- or dept.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2025 and suture was used. During subcuticular suturing the thread was easily detached from the needle, they opened another one and it easily detaches again from the needle swage. They opened 6pcs of vcp823h and all of it the suture detaches easily from the needle swage. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: when were the suture detaches easily from the needle swage (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify the incident happened during suturing to the patient. Did the reported issue contribute to any patient adverse consequences? It did not contribute to any adverse reaction. They just open another suture to complete the closure of the incision. Were there any unexpected outcomes or complications resulting from the prolonged surgery time? None which tissue was being sutured when the event occurred? Subcuticular was additional dissection required in other organs/tissues other than the target tissue? No was there any change in the patient¿s post operative care due to the prolonged procedure? None could you kindly perform and document the follow-up attempt for the product return? I already requested to retrieve the defective units.